Manufacturer narrative:
Internal reference: (B)(4). This complaint was reviewed and investigated according to the manufacturer¿s policy. No information available. Attempts to obtain the information has not been successful. No information available. Attempts to obtain the information has not been successful. Not applicable for this device. Not applicable for this device. The device has not been returned for evaluation, thus no returned product investigation was performed. Do not apply to this submission.

Event description:
It was reported that during a coronary procedure inside the body after measurement, the manufacturer's guidewire would not allow the non-manufacturer's's balloon to go over the raised transition part in the middle of the guidewire. The manufacturer's guidewire and non-manufacturer's's balloon were removed as a unit. Once outside the body, the balloon was able to be taken off of the manufacturer's guidewire. The procedure was completed with a new device. No patient injury reported. This product problem is being submitted because the manufacturer's guidewire and the non-manufacturer's's balloon were removed as a unit.

Manufacturer narrative:
Blocks a2-a5: patient information was provided. Block d10: concomitant devices were provided.

Manufacturer narrative:
Blocks d9 & g3: the omniwire was returned for evaluation. Block h3: the omniwire was visually and microscopically inspected. The wire was free from bends and the distal coil was curved. A blue lint (not part of the manufacturing process) from the distal tip was observed and a section of the proximal shrink pet tubing was deformed. During functional testing, the wire passed the guide wire bend test. Block h6: the probable cause of the reported failure was the unexpected interaction between the wire and the balloon.